Event description:
It was reported via patient call center that significant groin and hip pain occurred. A left atrial appendage closure procedure was performed. A watchman fxd curve access system was advanced, and a watchman flx closure device was implanted. Starting the day after the procedure, the patient experienced significant pain and weakness in the groin and hip area. The patient is unable to walk and breaks out into a cold sweat due to the pain. Separately, the patient has been hospitalized due to difficulties with blood pressure. The patient has seen multiple providers for evaluation of the pain including an orthopedist and neurologist, none of which have been able to find a definitive cause for the groin and hip pain. The patient believes the physician's suspect the pain could be nerve related. The patient is scheduled for a follow-up echocardiogram.

Manufacturer narrative:
D4: model number, lot number, catalog number, expiration date, and UDI added. H4: manufacture date added. H6: evaluation method codes updated. H6: evaluation conclusion codes updated.

Event description:
It was reported via patient call center that significant groin and hip pain occurred. A left atrial appendage closure procedure was performed. A watchman fxd curve access system was advanced, and a watchman flx closure device was implanted. Starting the day after the procedure, the patient experienced significant pain and weakness in the groin and hip area. The patient is unable to walk and breaks out into a cold sweat due to the pain. Separately, the patient has been hospitalized due to difficulties with blood pressure. The patient has seen multiple providers for evaluation of the pain including an orthopedist and neurologist, none of which have been able to find a definitive cause for the groin and hip pain. The patient believes the physician's suspect the pain could be nerve related. The patient is scheduled for a follow-up echocardiogram.